Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a "warped" intraocular lens (iol). There was no patient contact. The procedure was completed. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the lens was returned positioned incorrectly in the lens case. One haptic is bent and broken in the gusset area against a post of the lens case. The lens was damaged. The position and damaged condition of the lens may have been interpreted as the reported complaint of "warped". Due to the absence of clinical solution on the returned sample the root cause is potentially manufacturing related. If the lens becomes misaligned in the lens case, lens damage may occur. The manufacturer internal reference number is: (B)(4).